Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to report the upn and lot number; therefore, the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0401 captures the reportable event of cutting wire break.

Event description:
It was reported to boston scientific corporation that an autotome - sphincterotomes was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure. The exact procedure date is unknown. During the procedure, the cutting wire broke on one end leaving the other end hanging. It was reported that the no part was detached and fell into the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event.